Event description:
It was reported the device was not sensing appropriately. There were pacer spikes in the qrs complex and after. The patient experienced r on t phenomenon, and ventricular fibrillation resulted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed all electrical tests, and no visual anomalies were observed.